Event description:
Additional information was received from the healthcare provider via a clinical study reporting the patient's catheter was revised on (B)(6) 2016.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl and bupivacaine at 7000 mcg/ml, 20 mg/ml concentrations and doses of 2052.2 mcg/day, 5.863 mg/day respectively via an implantable pump. The indication for use was non-malignant pain. It was reported the patient had increased pain, on (B)(6) 2016, which was relieved when the physician moves the pump in the pocket. On the same day a catheter access port (cap) contrast study was performed and the cap was unable to be aspirated due to the catheter being occluded. It was indicated the occlusion and pain were related to the device or therapy. The patient was administered tramadol for pain control. The issue was noted as ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6) lbs. The cause of the catheter occlusion was unknown. It was noted upon pump check the rotors were functioning normally, but aspiration from side port was not possible.

Manufacturer narrative:
Serial number of the catheter updated to (B)(4). Catheter serial number (B)(4) no longer applicable.

Event description:
Additional information was received from the healthcare provider via a clinical study reporting the occlusion occurred at the lumbar/pump portion of the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 06-aug-2017 indicating the patient had magnetic resonance imaging (MRI) with contrast was performed on (B)(6) 2016. Medical history included spinal stenosis and degenerative disc disorder. No further complications were report ed/anticipated.